Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation on (B)(6), 2011. It was reported that channels 3 and 6 were in status hi, and that patient had not been involved in accident.